Event description:
Related manufacturer reference number: 2017865-2022-38554. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 7.3-7.6 cm and from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.